Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 422 mg/dl. Customer¿s blood glucose level was 420 mg/dl at the time of incident. Customer's blood glucose level was 418 mg/dl. Customer stated that there was no air bubble and leak. Customer was treated with manual injection. Customer stated that the insulin pump had insulin flow block alarm and the issue was resolved by changing complete set. Customer did no allege insulin pump for under delivering. The insulin pump will not be returned for analysis.